Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. The complainant reported that the physician found a small piece of the guidewire's coating that fell into the patient's intestine. The physician did not retrieve the fragment. The physician believed that it would pass naturally via peristalsis and would not cause any harm to the patient. The physician completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).